Event description:
It was reported that there was a lead safety switch (lss) on this cardiac resynchronization therapy pacemaker (crt-p) for both right ventricular (rv) lead and left ventricular (lv) lead pacing lead impedance (pli) measurements greater than 3000 ohms, which was out-of-range (oor). This changed the configuration from bipolar to unipolar. While in unipolar, there was myopotential noise and oversensing on the rv channel that resulted in a stored ventricular episode. No inappropriate therapy was delivered and there was no pacing inhibition greater than two seconds observed. Technical services (ts) recommended that patient be brought to clinic for urgent testing of the leads as well as reprogramming options. The lv and rv leads were non-boston scientific products. Patient presented to the emergency room (ER) where isometrics and pocket manipulation testing were performed, which did not reproduce any noise or oor impedances. It was noted that the physician reprogrammed this device and will continue to monitor this patient closely. No adverse patient effects were reported. Currently, this crt-p system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that there was a lead safety switch (lss) on this cardiac resynchronization therapy pacemaker (crt-p) for both right ventricular (rv) lead and left ventricular (lv) lead pacing lead impedance (pli) measurements greater than 3000 ohms, which was out-of-range (oor). This changed the configuration from bipolar to unipolar. While in unipolar, there was myopotential noise and oversensing on the rv channel that resulted in a stored ventricular episode. No inappropriate therapy was delivered and there was no pacing inhibition greater than two seconds observed. Technical services (ts) recommended that patient be brought to clinic for urgent testing of the leads as well as reprogramming options. The lv and rv leads were non-boston scientific products. Patient presented to the emergency room (ER) where isometrics and pocket manipulation testing were performed, which did not reproduce any noise or oor impedances. It was noted that the physician reprogrammed this device and will continue to monitor this patient closely. No adverse patient effects were reported. Currently, this crt-p system remains in service.